Manufacturer narrative:
Through follow-up, it was learned, that the doctor expects that the scratch on the lens does not influence the vision of the patient. And therefor, an explant/replacement of the lens is not planned. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 02 sep 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the returned sample was received. The product returned consists in plastic bag with a tray and gib00 module. Visual evaluation was performed. The lens module gib00 has no visible issues. No damage at the tip was observed, either gap/bent or other condition was observed. There was no lens received for evaluation. Complaint issue reported as ¿ cosmetic issue¿ could not be verified. Production deficiency can¿t be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) an s-shaped ¿scratch¿ was visible near the edge of the iol. No patient issues were reported and no additional information was provided.